Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device unexpectedly powered off. Unrelated repairs and a software upgrade were performed, and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient involvement with the reported event.